Manufacturer narrative:
Facility contact bunnel respiratory therapist on (B)(6) 2014. Troubleshooting on the phone did not resolve the issue. Customer was instructed to return the device for analysis and repair. Unit was received on completed on 07/15/2014. Analysis indicates the pump spring being improperly installed by the MFR, which did cause the monitored servo pressure display to indicate 0.0 psi and did cause a vent fault 03 in the self test. The spring was reinstalled correctly which allowed the pump valve to actuate properly, restoring normal systems operation. The unit had 1844.6 hrs of operational service before reported failure. Device was due for annual preventative maintenance 11/2013. There were no previous reports of device failure. Unit was returned to customer 07/15/2014. A customer response letter related to the failure investigation results was sent 07/16/2014. Based on the failure investigation, it was determined that it was not a MDR reportable event. Based on the receipt of the customer MDR from the FDA, an internal MDR file was opened.

Event description:
(B)(4).